Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No intervention was performed and there was no consequences to the patient.